Event description:
Technical services received a call on 01/25/2011 from sales rep. Checking pg today. Patient came in yesterday w/ a slow vt below the lowest rco. Md had caller come in today to lower the rco. Md is also concerned about the pt having a fidelis rv lead. Impedance is 1971 ohns, 4.5mv r-wave. Threshold is 5v@0.8ms, which is an increase for this pt. Pg is mol w/ voltage 2.72v. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).